Manufacturer narrative:
The device will be evaluated and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the mps delivery set. The report states that while giving the first and only dose of cardioplegia the right sided k+ port started to leak. The perfusionist was able to get the full dose in. The delivery set was changed out but additional dose was not needed following the change. There were no reported patient complications resulting from the alleged incident.

Manufacturer narrative:
The device was visually inspected and a part of the male port connection to the arrest cartridge was confirmed to be broken. As part of the investigation, adhesive was applied to the broken port area to check for additional leaks in the heat exchanger. The complaint sample was pressurized at a higher pressure of 20 psi to establish a worst case condition. No leaks were detected. The cause of the leak was therefore confirmed to be the broken port. The root cause of the broken port is unknown as 200% in-process leak testing is conducted as part of the manufacturing process. Quest will continue to monitor trends.